Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-jun-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked with moisture damage in the battery compartment. A leak test revealed a battery compartment leak. The returned battery cap had stripped threads and was unable to fit securely to maintain an electrical connection, duplicating the power issue. Using a test cap, the pump powered on with no power loss and was exercised for 12 hours with no power interruptions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; no power with moisture inside the battery compartment, no battery compartment damage. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.